Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. In addition, the adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noticed insulin leaking out and the adhesive getting loose. The pod was removed and the cannula was found to be bent. A manual insulin injection was administered to treat the hyperglycemia.